Event description:
The lay reporter contacted lifescan (lfs) in 2005 alleging that the patient's one touch ultra meter was set to the incorrect unit of measurement (uom). The patient did not experience any symptoms or receive medical treatment after attempting to use the meter. The meter is not a new product (out of box). The patient meter was previously set to the correct uom; however, the patient changed the uom via the meter settings. Customer care agent (cca) sent the patient a replacement meter. This report is being submitted due to a failure of this meter to be non-user-changeable as intended.